Manufacturer narrative:
(B)(4).

Event description:
A patient in (B)(6) was under therapy with a prismaflex tpe 2000 set. Reportedly, after connecting the patient the user identified the luer lock on the return line was found broken. The blood in the extracorporeal circuit was returned to the patient.